Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is experiencing a rash with the 63b electrodes. The patient stated on (B)(6) 2022, that she wears the 63b electrodes on her lumbar area and her skin became red and itchy. The patient reported that there was no blisters or welts, but she did have little bumps on her skin only under the area where she wears the electrodes. The patient stated that she changed the electrodes every other day and rotated them on her skin. The patient reported only cleaning her skin with soap and water, she does not use any wipes. The patient stated that she does have sensitive skin as well as allergies to penicillin and seasonal allergies. The patient reported that she has not changed any products used topically recently. The patient stated that she does take blood pressure medication. The patient stated that she talked to the nurse at her doctor¿s office regarding the rash with the unit and was told to stop using the unit. The patient has not been prescribed any medication but the patient has been using flocinmide which was previously prescribed by a dermatologist in the past. The patient stated that she will be seeing the doctor again on (B)(6) 2022. The patient stated that she does have electrodes to return. No additional information has been reported.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the patient that she is experiencing a rash with the 63b electrodes. The patient stated on (B)(6) 2022, that she wears the 63b electrodes on her lumbar area and her skin became red and itchy. The patient reported that there was no blisters or welts, but she did have little bumps on her skin only under the area where she wears the electrodes. The patient stated that she changed the electrodes every other day and rotated them on her skin. The patient reported only cleaning her skin with soap and water, she does not use any wipes. The patient stated that she does have sensitive skin as well as allergies to penicillin and seasonal allergies. The patient reported that she has not changed any products used topically recently. The patient stated that she does take blood pressure medication. The patient stated that she talked to the nurse at her doctor¿s office regarding the rash with the unit and was told to stop using the unit. The patient has not been prescribed any medication but the patient has been using flocinmide which was previously prescribed by a dermatologist in the past. The patient stated that she will be seeing the doctor again on (B)(6) 2022. The patient stated that she does have electrodes to return. No additional information has been reported. No additional patient consequences have been reported. 63b electrodes were not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: lot number, d4: UDI, g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h6: method, results, h10: additional narrative, h11. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trend. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the patient that she is experiencing a rash with the 63b electrodes. The patient stated on (B)(6) 2022, that she wears the 63b electrodes on her lumbar area and her skin became red and itchy. The patient reported that there was no blisters or welts, but she did have little bumps on her skin only under the area where she wears the electrodes. The patient stated that she changed the electrodes every other day and rotated them on her skin. The patient reported only cleaning her skin with soap and water, she does not use any wipes. The patient stated that she does have sensitive skin as well as allergies to penicillin and seasonal allergies. The patient reported that she has not changed any products used topically recently. The patient stated that she does take blood pressure medication. The patient stated that she talked to the nurse at her doctor¿s office regarding the rash with the unit and was told to stop using the unit. The patient has not been prescribed any medication but the patient has been using flocinmide which was previously prescribed by a dermatologist in the past. The patient stated that she will be seeing the doctor again on (B)(6) 2022. The patient stated that she does have electrodes to return. No additional information has been reported. No additional patient consequences have been reported.